Event description:
Additional review indicated that the patient also was stressed out. She felt everything was extremely in pain all the time. The patient had instant wakeup vomiting at four a.m. In the morning in agony. The patient also had dizziness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6), explanted: unk; programmer model: 8835, (B)(4).

Event description:
It was reported that "the pump works, but was eroding near the skin". Patient felt "really sick" and was to see her primary healthcare provider (pcp) on 2012-(B)(6), who was working with the patient to locate a refill physician. Drug delivered via the device was dilaudid. It was later reported by another reporter that during a surgical procedure an orthopedic surgeon who assists in prepping and draping noted multiple puncture holes in various locations on patient's body (this was observed by others in the or), suggesting IV drug use. Initially patient denied having accessed her body through the use of needles, but then admitted that someone else had done it to her against her will. Patient was released from the hcps clinic approximately 5 months ago, and her pcp was prescribing her oral meds. Pcp had referred patient to another hcp for pump management; patient was then changing states and was to resume care with another hcp. It was added that the pump was going to alarm in approximately 2 weeks as the patient's refill date was nearing when the patient had reported of her pump "eroding through the skin" and had not visited the new hcp. It was later confirmed that the patient was seen by the pcp and infection was noted over the pump location. The pump was to be explanted. A follow-up report will be sent if additional information becomes available.